Event description:
It was reported that during the procedure to treat the moderately tortuous distal (below bifurcation) right coronary artery (rca) with a mildly calcified, de novo, 90% stenosed lesion, a balance middleweight elite ii (bmw elite ii) guide wire was advanced via radial access and positioned at the posterior descending artery. Intravascular ultrasound (ivus) was performed, pre-dilatation was performed, then an unspecified stent was advanced without resistance over the bmw elite ii and was deployed. After stent deployment, the unspecified stent delivery system was retracted over the bmw elite ii and out of the anatomy without resistance. However, the guide wire became stuck in the vessel and was difficult to remove. Reportedly, the tip ball of the guide wire was stuck in the artery. A non-abbott micro-catheter was advanced and the guide wire was removed successfully. There was no occurrence of a core separation. There were no adverse patient sequelae and no clinical significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.